Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the facility biomedical engineer (biomed) following the event. The biomed verified all machine operations and could not duplicate any ultrafiltration (uf) problems. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that during a patient¿s hemodialysis (hd) treatment using a fresenius 2008t hd machine, the ultrafiltration (uf) light had turned off twice and the uf removal was low by one liter. There were no diagnostic messages during the treatment, other than online clearance (olc) test had cancelled. The patient¿s target fluid removal was 3500 ml, but the patient's post weight (B)(6) kgs was only 2 kgs less than the pre-weight of (B)(6) kgs. There was no adjustment to the patient¿s uf rate, goal, or time during the treatment. There was no patient injury or adverse reaction. No medical intervention was required, and the patient did not require extra hd treatment in response to the low fluid removal. The machine passed all self-tests prior to treatment. Following the event, the machine was removed from service for further evaluation. The on-site biomed verified the uf pump met calibration requirements. The biomed verified all machine operations and could not duplicate any uf problems. The machine was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.